Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the pump black box showed pump reboots had occurred. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and the pump was exercised for 24 hours with no power interruptions or power loss occurring. The pump cover was opened and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power issue. It was alleged that the pump did not power on with multiple battery changes using new batteries. Reportedly, an alarm was emitted with each battery change but the pump did not start up. There was visible moisture in the battery compartment and corrosion was observed on the original battery. When the patient re-installed the old battery, the pump started working again. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.